Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted guidewire is confirmed and was determined to be use-related. One guidewire was returned for evaluation. An initial visual observation of the returned guidewire showed blood residues throughout the device. A knot was observed at the distal end of the guidewire in the coiled region of the guidewire. A microscopic observation revealed abundant blood residues at the knot in the distal end of the catheter. No disjointed coils were observed along the guidewire. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance within the vessel. This complaint will be recorded for future trending and monitoring purposes.

Event description:
(B)(6) 2025- it was found during an investigation a knot was observed at the distal end of the guidewire in the coiled region of the guidewire.